Manufacturer narrative:
Representative samples (2) were returned to hollister (B)(4) by the user. The samples were from the same lot as the catheter associated with the bleeding. Upon opening the samples it was noted (as expected) that water was present in the packs, the sleeve on both samples was moist and the catheter advanced through the introducer tip with no issues. The samples were examined microscopically and all eyelets were found to be smooth. Both samples passed weight check, package integrity, visual inspection, lubricity and eyelet profile tests. The returned samples did not demonstrate any roughness of sharp eyelets.

Event description:
It was reported by the user that bleeding was observed following the withdrawal of the vapro plus pocket intermittent catheter. The bleeding stopped after a day or two. The user felt the eyelet may be catching as the catheter was withdrawn. The user developed a urinary tract infection which required doctor visit and antibiotics.